Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving its own noted. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the numbers on the screen of the insulin pump keep ramping on their own when trying to deliver an insulin bolus. Blood glucose value is 22.6 mmol/l; treated with back up plan. Customer does not recall any significant events leading to the keypad issue. Nothing further reported.